Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use and quality control was conducted for the purpose of this investigation. The product was not returned to assist with the investigation. The wire guide is manufactured per specifications and is inspected 100% for solder connections, welds, and other surface imperfections prior to transport. Based on the customers statement that they withdrew the wire through the needle, the cause of the device failure is product use related. No additional mitigation activities will be required at this time. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event.

Event description:
During a PICC insertion procedure on a (B)(6) female patient, the wire was caught on the valve and tangled while inside the vein . The user withdrew and snagged on the needle causing the end of the wire to detach. The wire was retrieved with a snare. The product was discarded. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.